Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, multiple cracks were observed. Lens was explanted at initial procedure. Replaced with unspecified lens. There was no patient harm. Additional information has been requested and received stating the lens was discarded.

Manufacturer narrative:
The product was not returned. A photo was provided of a monitor showing a video of the lens inside the eye. There are marks that appear like cracks along the edge of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. Based on our observation of the attached photos, the optic appears to be cracked along the edge. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. Company IFU (instructions for use): follow the section regarding directions for use for information on the maximum allowed time for the iol( intraocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd( ophthalmic viscosurgical device) -filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).